Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus elite ous mr 16 x 4.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent to distal stent damage, with stent struts bunched proximally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27apr2020. It was reported that shaft kink occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, concentric target lesion was located in the mildly calcified proximal right coronary artery. The lesion contained a >= 90 degrees bend. A 16 x 4.00mm promus elite drug-eluting stent was advanced for treatment, but the mid portion of the shaft got acute kink. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.